Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v546412, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had cystitis and blood in their urine. It was noted the patient¿s catheter was removed and they underwent a voiding trial. It was reported the patient was prescribed cipro from (B)(6) 2011. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.